Manufacturer narrative:
Please note that the lead was implanted in (B)(6) of 2021 but the exact implant date was not known.

Event description:
It was reported that the device delivered inappropriate high voltage therapy for an non-ventricular arrhythmia. The device was reprogrammed in order to more accurately and efficiently treat ventricular arrhythmias. The patient was stable and there were no adverse consequences.